Manufacturer narrative:
Product event summary: analysis confirmed the reported event; touchscreen overlay found out of electrical specification. Analysis also found an error in the programmer software history.

Event description:
It was reported there was a problem with stylus pen calibration; there was a deviation between the stylus and the cursor on the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.